Event description:
The pt under went an anastomosis of the femoral and popiteal arteries. In the recovery room the pt experienced bleeding due to breakage of the sutures. The pt was resutured without complications.